Event description:
Customer reported unexpected negative reactions on capture-r ready-ID, lot id091 on the galileo since a pool_cell screen run on a different galileo tested postiive (3+).

Manufacturer narrative:
A service call was performed. Washer residual volume to be at an average of 1.00g. It was reset for an average value of 0.65g. Tested the camera auto whiteness and brightness function and verified roi?s with the neg react assay. Ran qc, pool cell and reflexabo assays, all of which produced the expected results. The system is operating within specifications and is ready to use. Confirmed the presence of the c, e, and jka antigens on retention capture-r ready-screen (pooled). Lot n128, and capture-r ready-ID, lot id09.